Manufacturer narrative:
The device was not returned; however, photographs were received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photographs showed that the packaging was torn on each set. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) solution administration sets had damaged packaging. This was observed during the nationalization process inside a baxter warehouse. There was no patient involvement. No additional information is available.